Event description:
It was reported that the patient had a seizure related fall and since has not perceived stimulation. Per the patient. Diagnostics was performed by the physician and found battery was ok and impedance was high. Per the physician, the patient has received good efficacy from the device and patient reports the magnet had helped. The neurologist turned off all modes and has referred the patient for x-rays. Anterior/posterior and lateral neck and chest x-rays were reviewed. The generator placement was determined to be normal the left chest. Based on the scope of the image, the feed through wires were intact, however the pin could not be visualized passed the second connector pin per the scope of the image. There was a portion of the lead routed behind the generator. The lead wires did appear to be intact at the connector pins. The lead was assessed for fractures and no gross fractures or discontinuities. Based on the information gathered in the file regarding the patient¿s high impedance, a possible device malfunction cannot be ruled out. While the x-rays suggest that the pin is not fully inserted, additional information was provided that the patient recently fell and cannot perceive stimulation and the patient¿s impedance was over 10,000 ohms. The generator was implanted a little over a year before the high impedance was seen and based on the reported events, trauma over user error appears to be the cause of the high impedance. Therefore, with the available information the high impedance may likely be caused by a microfracture / device malfunction and not just incomplete pin insertion. Surgery has not occurred to date.